Event description:
It was reported that during a gastrectomy, the clips would not come out, opened a new device and the clips were unformed. Another device was used to complete the case. There were no adverse consequences to the patient.